Event description:
Device was inspected prior to putting into service. They discovered melting around the contacts on the base unit. A request was made for the return of the suspect device and replacement product was sent.